Event description:
The customer observed falsely decreased potassium and chloride results on one patient. The results provided were: sid (B)(6) potassium initial=2.0 mmol/l /repeated=3.8 mmol/l; chloride=54 mmol/l /repeated=105 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The customer contacted customer service for falsely decreased potassium and chloride results. A definitive cause of the discrepant result was not identified, therefore, the alinity c instrument (B)(6), list number 03r67-01 alinity c processing module, was considered the likely cause. However, a pre-analytical sample issue cannot be ruled out. No additional discrepant result issues have been reported since the issue occurred. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue the alinity ci operations manual, provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased potassium and chloride results on one patient. The results provided were: sid (B)(6): potassium initial=2.0 mmol/l /repeated=3.8 mmol/l; chloride=54 mmol/l /repeated=105 mmol/l there was no reported impact to patient management.